Manufacturer narrative:
Additional information: date of event.

Event description:
Healthcare professional reported patient was treated with further hyaluronidase and oral steroids. Symptoms have resolved.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling and hardening are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known adverse event addressed in the product labeling.

Event description:
Healthcare professional reported patient was injected with 1 ml of juvéderm® voluma¿ with lidocaine "subcutaneous tissue; periosteum". Approximately 6 weeks later, patient experienced "swelling and hardening in site of injection". Patient was treated for 7 days with 2 antibiotics: klacid (2x500mg) and cipronex (2x500mg). Slight improvement was observed, but due to no significant improvement and the swelling did not change and in palpable examination hard tissue alterations were felt (no excessive warming of the affected tissue nor pain was experienced during the examination) the antibiotic therapy was continued for 14 days. 3 weeks after onset, patient received hyaluronidase. Patient was then treated with metipred (for 8 days, initial dose 24 mg and than gradually decreasing the dose); helicid (20 mg) and aerius tablets. Symptoms are ongoing. Further hyaluronidase injections are planned "because there are still some structures palpable. But it is much better and the swelling has gone off."